Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports: patient status post bilateral hip replacements in which the right side became infected and the right side implants removed and an antibiotic laden spacer was implanted, was now cleared of an infection and was ready for re implantation of hip implants. Dr. Removed the cement spacer and implanted a new tritanium revision cup, 36 liner, a short citation stem and a new 36mm biolox head. The surgery was performed without incident. No further information is available. Update 08/01/2019: spoke to sales rep. No stryker reps were present for the stage 1 revision which took place on (B)(6) 2019. An stryker hip was revised at that time. Rep provided the usage sheet for the stage 2 implantation and re-confirmed that no further information is available.